Event description:
It was reported that during the implant of a right atrium leadless pacemaker (ralp) on the first fixation attempt there was current of injury loss, so it was elected to repositioning; there was a slow torque transfer. On second location, there was no acceptable current of injury. On third location, ralp was fixated; there was slow torque transfer, failure to go into tether mode, jiggle was done but the ralp would not release. Upon removal of the ralp, there was failure to disconnect issues and snare technique was used to remove the ralp. The physician elected to complete the procedure with a new ralp successfully. The patient condition was stable following the procedure.